Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018, it was further reported that the right ventricular auto thresholds were not at optimal safety margins. The ipg was reprogrammed with increased safety margins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling ill and their "device was not at the level it should be". Upon visiting the patient's clinic, a device adjustment was made. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.